Event description:
It was reported that the fiber cap broke off outside the pt at 75,375 joules into the case. The green light xps surgical laser and fiber were in use for laser prostate ablation. Some bleeding occurred during laser prostate ablation. Some bleeding occurred during the prostate ablation, therefore the fiber was also used for prostate coagulation to address the bleeding observed. Neither the pt nor the end user experienced any injuries as a result of this event. The procedure was completed successfully with another fiber.